Event description:
During procedure, while provider was attempting to place k-wire, using drill, there was a discrepancy between the k-wire size and drill, causing the k-wire to break. All pieces removed from field. X-rays used during case, no retained items. K-wire: fibulock pro implant system ref: ar-8974ds; lot: 15561895; exp: 12-31-2030. Driver: conmed hall titan kwire driver.